Event description:
On (B)(6) 2013, an abbott point of care (apoc) distributor was contacted by a customer who reported that analyzer sn (B)(4) smoked and would not activate. The customer states the analyzer was operating with a red (fused) battery carrier. Apoc has determined that a component failure within the analyzer circuitry, may lead to the batteries becoming uncomfortably hot to touch in the area of the battery compartment when using a green non-fused battery carrier. However, the customer states that a red fused battery carrier was being used. Therefore the analyzer is unlikely to become hot to touch. Based on the information available, there were no patient or user related injuries associated with this complaint.

Manufacturer narrative:
(B)(4).